Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged difficulty breathing/short of breath. The patient alleged headaches. There is no allegation of serious or permanent harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices.the manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged to seeing particles in the air path. There was no report of serious patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. The device was evaluated. Unknown tan dust-like contamination at the air inlet of the blower box. Unknown white, and tan contamination in the iso port. Dust like contamination on top of the blower box, the blower motor, and the blower motor. Slight black contamination, consistent with keratin, at the air outlet of the blower box. Tiny unknown brown and white specks of contamination on the bottom of the blower box. Tiny unknown black (inconsistent with degraded sound abatment foam), brown specks of contamination in the bottom enclosure. Fitt and the associate procedure ER 2245460 v01 and was not able to confirm the presence of degraded sound abatement foam. The device's downloaded event log was reviewed by the manufacturer and found errors. The manufacturer concludes there was no evidence of sound abatement foam degradation/ breakdown observed in the bas unit. In this report, sections d9, g3, h3, and h6 have been updated or corrected.